Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "I have had a phone call from surgeon who wishes to talk on a technical level regarding the revision and removal of a [left] cad cam hip implanted in 2006, previous pin 12702".

Event description:
As reported: "I have had a phone call from surgeon...who wishes to talk on a technical level regarding the revision and removal of a [left] cad cam hip implanted in 2006, previous pin (B)(4)" update (B)(6) 2021: patient specific implant prescription form received, reason for revision noted as " acetabular implant loosening " section titled "other" noted the following " no implant required. Femoral head options required in case the stem is left in situ. And also the slap hammer to attach to the stem in case of removal". Update (B)(6) 2021: case review confirmed the acetabular cup is unknown, and is not an siw device, imaging has yet to be provided.

Manufacturer narrative:
Reported event: an event regarding a revision involving a patient specific, cad cam hip replacement, metal head was reported. Further investigation concludes the reason for revision was loosening of the acetabular shell, which is a non siw device. Based on the provided information, cad cam hip replacement did not contribute to the event and is therefore considered concomitant and is not reportable. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.